Event description:
It was reported the screen was cracked. The programmer was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the overlay was broken. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the system fan was noisy. Concomitant medical products: product ID: 229047, pacing system analyzer. (B)(4).